Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device involved in the reported incident was not returned for evaluation to the service laboratory in melsungen. B. Braun representatives discussed the issue with the user facility, and through the information discussed it was discovered that the issue resulted from a misunderstanding by the facility of their drug library. There was not an issue with the functionality of the pump. Thus the complaint could not be confirmed. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information, a final report will be create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): "over infusion"